Event description:
Baxter exactamix 2400 valve set failed twice today. Same lot number. Port 11 pump 12 percent off for ingredient travasol 10 percent solution. Pulled new lot number which worked successfully.